Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that auxiliary drawer 7 would not open. The field service engineer (fse) inspected the drawer and identified that the inseparable latch did not have a magnet. The fse replaced the inseparable latch, after which all functions returned to normal. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer became mechanically jammed and could not be recovered. The user reported that a tablet was accidentally dropped into the drawer and the drawer was subsequently closed, causing it to become stuck shut. Recovery attempts using standard troubleshooting measures were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.